Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that there was a loud noise at 05:30 am on the event date (2026-04-25). This was at treatment day 8. Rpm was at 2850. The noise resolved on its own after a few moments. It reoccurred at approximately 01:30pm on the same day. The rpm was at 2850. The flow was turned up and down. No resolution. The noise was louder when the rpm went up and quieter when the rpm went down. The cardiohelp was replaced but did not solved the noise. Afterwards it was decided by the customer to replace the hls set. The patient was moved to a centri-mag device. The customer noted micro clots while rinsing out the hls set. Following patient data was shared: male with 126kg. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID: (B)(4).